Event description:
It was reported that the patient experienced recurring incontinence shortly after activation after the revision surgery with an artificial urinary sphincter (aus). The larger aus cuff was explanted and a new smaller aus cuff was implanted. The suspected cause for the recurring incontinence was noted through cysto, and the cuff appeared to close completely with a possible pin hole opening. Should additional relevant details become available, a supplemental report will be submitted.